Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's grandmother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with an injection. The customer stated that he was playing basketball and there was a button error. The customer stated that it was 100 degrees outside. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.